Manufacturer narrative:
Information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as lens remains implanted. Telephone number: (B)(4). Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when implanting the lens, the doctor noticed a black hair stuck to the lens. He removed it from the eye with tweezers and left the lens implanted. Through follow-up we learned that two hairs were removed, one the size of the lens diameter inside the folding of the lens and another half the size of the lens diameter. No surgical interventions reported. No further information was provided.